Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not generating an audio alarm to connected devices. Nihon kohden technician asked the bme to verify that the audio cable was plugged into the back of the cns. The bme checked the cable and found that it was unplugged and when it was plugged back into the cns, an audio alarm was able to be heard again. No patient harm was reported.

Manufacturer narrative:
Concomitant medical device: the following device(s) were used in conjunction with the cns; however the model and serial numbers are no information (ni) as customer could not provide the information. Telemetry(s): model #: ni, serial #: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not generating an audio alarm to connected devices. Nihon kohden technician asked the bme to verify that the audio cable was plugged into the back of the cns. The bme checked the cable and found that it was unplugged and when it was plugged back into the cns, an audio alarm was able to be heard again. No patient harm was reported. Investigation summary: during troubleshooting, it was identified that the audio cable was removed. As the audio cable was unplugged, there will be no audio coming from the cns. It is likely that a user had inadvertently unplugged the audio cable. The most probable cause of the issue is user error. No corrective or preventative actions required since there was no malfunction of the device and issue was likely caused by inadequate cable management. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration date. G4 device bla number. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 01/17/2022 emailed customer via microsoft outlook for all items under the no information section. Reply was received but the customer could not provide the requested information. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns; however the model and serial numbers are no information (ni) as customer could not provide the information. Telemetry(s): model #: ni. Serial #: ni. Manufacturer narrative: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow - up, what type? H10: additional narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not generating an audio alarm to connected devices. Nihon kohden technician asked the bme to verify that the audio cable was plugged into the back of the cns. The bme checked the cable and found that it was unplugged and when it was plugged back into the cns, an audio alarm was able to be heard again. No patient harm was reported.